Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereoscopic viewer (hrsv), medical grade power supply (mgps) and the generic power distribution (gpd) due to no signal on one or both eyes. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint to perform failure analysis. The hrsv was analyzed, and the left eye monitor was dead. No images are being shown on the left eye of the surgeon side console (ssc). The complaint was confirmed by failure analysis. The gpd was analyzed, and they were unable to reproduce the failure. The gpd was installed onto the test system and evaluated for 10 minutes on the sine cycle, twenty power cycles and sitting idle for 5 days without any errors. Good video on both eye with no anomalies. The mgps was returned and installed onto the test system. The four light emitting diode (led) indicators were green on powerup. The fans were running, and the voltage was found normal. There was no issue after a one-hour power cycle.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye vision was out in the surgeon side console (ssc) high-resolution stereoscopic viewer (hrsv). The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to power cycle the ssc, but the staff was not able to power cycle the system at this time. The reporter would power cycle the system after the completion of the procedure. The tse viewed the logs and confirmed error 119 showing the hrsv was not drawing sufficient current. The customer reported that the left eye vision returned by power cycling after the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained additional information. The reporter indicated that they had completed the case with the ssc and the left eye remained operational. However, upon docking to remove the specimen, the surgeon noticed recurring issue of the left eye vision going out. The surgeon observed that the left eye vision was black after sitting down. Ports were confirmed to be placed. The system functionality was checked upon powering on the system, and there were no errors noted. The tse was contacted for troubleshooting, but the issue had reoccurred. It was confirmed that the procedure was completed robotically with the original system configuration. However, the left eye was checked continuously to observe the system. The tse instructed the customer to power cycle the system but that did not resolve the issue. The system remained not functional/operable for an upcoming case. There was no conversion/abortion.